Event description:
Steris surgical table in place in operating room during procedure. The operating room staff smelled burning and suddenly saw smoke coming from the bed. The staff checked and saw smoke coming from the plug connected to the bed. The bed was immediately disconnected and the circuit for the plug was turned off. There was no pt harm and the case was near completion when this occurred.